Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a failure code f94. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation, and the reported condition was confirmed. This complaint is an ancillary of (B)(4). The cause was determined to be depleted main batteries. To correct this conditon, the batteries were replaced. If any additional information is received, a follow-up will be sent.